Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory (07) (discrepancy between load 1 and load 2 too large). The customer did not provide further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Sections b5 and h6 codes (health effect - clinical code (e) and (health effect - impact code (f)) were updated based on the additional information received on march 20, 2026. Sections d9, h3, h4, and h6 codes (component code (g), type of investigation (b), investigation findings (c), and investigation conclusions (d)) were updated based on the investigation findings completed on march 26, 2026. The reported complaint that the autopulse platform (sn 35376) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and during functional testing. The root cause of ua07 was defective load cells, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in february 2020 and is over 6 years old. A review of the archive data showed multiple instances of user advisory 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test verified that load cells 1 and 2 were defective and will need to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that while cleaning and resetting the autopulse platform (sn (B)(6)) after a patient care event, the device displayed user advisory 07 (discrepancy between load 1 and load 2 too large). According to the customer, the autopulse functioned properly during the patient call. However, after replacing the lifeband, ua07 was observed. Multiple lifebands were subsequently tested, all resulting in the same advisory. No patient involvement.